Event description:
It was reported that a patient underwent meta-tan surgery on (B)(6) 2018. The patient visited the hospital on (B)(6) 2020 and after x-ray images were reviewed, was found that the proximal screw broke off. In an image taken on (B)(6) 2018, the screw was suspected of breakage, and in another image taken on (B)(6) 2018, the screw was obviously broken. A revision surgery is planned and scheduled on (B)(6) 2020, for replacement of the trigen low profile screw 5.0mm x 65mm.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per report, x-rays performed four months following implantation revealed that the trigen low proximal screw was broke. X-ray photos have been provided for review and confirm the broken nail as well as continued non-union of the mid-shaft femoral fracture. The revision surgery was scheduled to be performed in aug 2020, however it was communicated via e-mail that the planned revision surgery was canceled and no revision surgery has been planned at this moment. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes may included but are not limited to incorrect indications, non-union due to delayed heal, duration of implantation, or patient compliance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.